Event description:
It was reported that a user experienced a pairing failure when attempting to pair a dexcom g7 cgm to the ilet after the cgm was already paired to both a phone and an apple watch, which exceeded the allowed number of bluetooth connections. Symptoms included interruption of cgm data transmission to the ilet. Outcomes included temporary loss of cgm connectivity with resolution expected after corrective steps. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the cgm was paired with more than two devices, causing the ilet pairing to fail, and the user was instructed to remove the dexcom app from the apple watch, toggle bluetooth, and re-pair the cgm to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup with multiple bluetooth pairings leading to communication conflict.